Event description:
The patient was undergoing a pacemaker and lead implant procedure. Within minutes of the implant procedure the patient experienced a known atrial perforation requiring emergency surgery to repair. A pigtail catheter was used for the pericardiocentesis. The patient coded, CPR was initiated and went to emergency surgery. The patient was discharged to home a week later. This experienced ep physician is very concerned about this lead having encountered 3 perforations within weeks. After decades of experience, these events involving the capsurefix novus MRI lead represent his first atrial perforations.